Event description:
It was reported that during a surgical procedure at the user facility the x-ray detectable tag shredded and detached from the sponge. It was reported that all pieces were accounted for. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was not returned for analysis; it is not possible to determine the cause of the reported event without an evaluation of the device. Device not returned.

Event description:
It was reported that during a surgical procedure at the user facility the x-ray detectable tag shredded and detached from the sponge. It was reported that all pieces were accounted for. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.